Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The surgeon attempted to put in two x3 trident inserts in 2 different trident psl cups they would not lock in.

Manufacturer narrative:
The reported event was not confirmed as the investigation concluded that the surgical protocol was not followed. The acetabular liners must aligned properly within the shell and then impacted using the indicated instrumentation in order for liner to be fully seated within the shell. Visual and functional inspections confirmed the surgeon did not impact the liners into the shell to achieve full seating. Visual inspection: the device was returned unremarkable. The acetabular liners returned with the shell did not show any evidence of attempted proper seating as the locking ring would appear damaged. In the absence of damage to locking ring, it is presumed the surgeon did not impact the inserts during seating. Dimensional inspection: the lip diameter was verified with calipers to be within specification per the design drawing. Functional inspection: the returned acetabular liner, lot mlhmk0, was impacted into the returned shell lot mmarle using the insert impactor handle, 2111-000b lot s5a03, and a 36mm insert impactor tip, 2111-3036, lot unknown. The liner was impacted into the shell using 4 mallet strikes to the impactor handle without difficulty. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
The surgeon attempted to put in two x3 trident inserts in 2 different trident psl cups they would not lock in.